Manufacturer narrative:
Expiration date. Date device returned. Age of device. Device evaluated. Date of manufacture. Manufacturing evaluation: the device and complete packaging were returned in a decontaminated condition. The inner and outer sterile packaging has visible damages/cuts. Investigation: the components were examined visually and the outer packaging/carton showed visible signs of wear, probably due to transport processes. It was found that the outer sterile packaging had been opened. Visible cuts/damages can be found at the outer, as well as at the inner sterile packaging, therefore the sterility can no longer be guaranteed. The error is clearly visible and according to the instructions for use (IFU) the implant may not be used: do not use implant components that are past their expiration date or whose packaging is damaged the complained packages were sent to the responsible production department for investigation. The packaging processes in the responsible production department are validated. The packages themselves will be reviewed by 100 % inspection within the production process. There are no indications for a manufacturing failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably transport/usage related. Rationale: the packaging processes in the responsible production department are validated. Therefore, it can be excluded that the device/packing has left the aag in such a condition. It must be mentioned that complained product was manufactured in 2012 and therefore we assume that the product was part of a loan service. Therefore it could be possible that the failure occurred during a high number of shipping processes and transports to the hospital respectively in the hospital.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "it was double wrapped, yet had holes in outer and inner packaging".